Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. It was reported that the registration performed was not ideal and that the region of accuracy was on the side of the head. Tracer registration points were found to be focused on the nose and not the forehead. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported issue could not be reproduced. No parts were replaced or returned tot he manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure there was an alleged inaccuracy with the navigation system. After the site completed registration, one of the site residents verified accuracy after experiencing some issues getting the registration error metric down to 2.3mm. There was a yellow zone of accuracy around the target area and the site proceeded. The surgeon verified accuracy after the procedure began and felt that they were no longer accurate (~3mm laterally). After proceeding further, the surgeon felt that they were accurate again. The site completed the procedure without delay or impact on the patient outcome.